Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom close door message caused by a loose link screw. The link screws were replaced.

Event description:
It was reported that a pump alarmed "close door". It was also reported that there was no patient incident.